Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Received notice from FDA on (B)(4) regarding an incident. Event description is as follows: pt. On a dilaudid pca pump after orthopedic surgery. Patient was found unresponsive and required intubation and transfer to critical care. At the time of the event, there was concern that the pump malfunctioned. The pump was interrogated by bio-med and was found to be working within manufacturer specifications. At this time we do not believe the pump malfunctioned. What was the original intended procedure: pt had elective knee replacement surgery.